Event description:
On (B)(6) 2014, the reporter contacted animas alleging that while attempting to bolus, a meter error 1 was emitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/19/2014-device evaluation: the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings: a review of the meter¿s history showed evidence of an error 1 alarm. During testing, the meter powered on normally and was able to be successfully paired with a test pump. A 10 unit bolus was successfully delivered from the returned meter to the test pump; no errors occurred during testing.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.